Manufacturer narrative:
Investigation a device history record review was completed for provided material number 38182314 and lot number 5002446. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed crossed through the catheter and the product was used. It is worth noting that if the product was transfixed due to a manufacturing problem, it would not be possible to use the product. It is probable that this incident resulted from the use of the product. When performing the 360-degree rotation, the catheter may have been pushed forward, causing the catheter to become transfixed during the puncture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: description of the occurrence (describe the deviation observed, details, and outcome of the case); the needle came loose from the catheter. Date of identification of the occurrence; (B)(6) 2025 when was the occurrence with the product identified (before starting the procedure, during product handling by the professional/user, during use on the patient, or after use on the patient)? During handling was there any harm to the patient, healthcare professional, user, or others? (Provide details); no was medical and/or surgical intervention necessary due to the occurrence (imaging tests, surgery, administration of medications, etc.)? (Provide details); no.